Event description:
A peritoneal dialysis patient has reported that dialysis solution was leaking out of the cassette and into the cycler. Patient alleges they found moisture in the cycler after treatment. Patient had no adverse effects. Sample is not available; sample was discarded.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer within one month of the date of the event. Batch records for the lot identified were reviewed and confirmed, there were no deviations or nonconformances during the manufacturing process.